Manufacturer narrative:
Device not returned.

Manufacturer narrative:
The device history record (DHR) review is completed and this device passed all manufacturing and sterilization inspections with no nonconformance. No additional information is available. This was determined to be reportable per edwards lifesciences procedures.

Event description:
Reportedly, the device (ring) was explanted after an implant duration of 8 months and replaced with 6900p25mm (valve) due to unknown reasons. Device was discarded and is unavailable for return. No further details were provided. Information learned through foreign implant patient registry.